Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent vaginal suspension and enterocele repair on (B)(6) 2009 due to vaginal vault prolapse. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary tract infection.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat cystocele, stress urinary incontinence and a sling was implanted. It was reported that the patient experienced recurrence of pain , infection and had urinary problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.